Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: there was no problem with the insertion of the anvil. However, there was difficulty in attaching the anvil to the eea stapler. The anvil had to be inserted through the surgical opening in the abdomen. There was add'l tissue that was resected.